Event description:
It was reported that multiple failed shocks were observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was also being treated with medication due to a history of reoccurring ventricular tachycardia (vt). The patient was stable.

Event description:
New information received notes the shocks were delivered but did not revert arrhythmia to sinus rhythm prior to the programming changes.